Event description:
It was reported the patient ¿was not feeling well¿ and wanted to check the status of his batteries. One stimulator was found to be off and the other was on. It was unclear which side had been off. The patient was instructed on how to turn his device on. The patient's status was undetermined at the time of the report. This was cross referenced in mfg. Report # 3004209178-2013-15912.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3389s-40, lot# v386595, implanted: (B)(6) 2010, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3389s-40, lot# v290361, implanted: (B)(6) 2009, product type: lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).